Event description:
Additional information: the patient had fallen twice within the last month or so.

Event description:
Patient reported a return of symptoms. Patient reported new pain higher up in the back along with her existing pain getting worse. Patient stated it started about the middle of (B)(6). It was indicated that the location of symptoms was in the low back. An MRI and dye study were planned to determine the cause of her increased pain. The pump and catheter were replaced. The pump was delivering hydromorphone, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. (B)(4).